Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side "pain", "radial folds", "small liquid quantity around left implant", "associate capsular diffuse highlight on this side", "lymph node with discreet cortical diffuse thickness on left axilla" and "related with inflammatory/ infectious process." Device remains implanted.

Event description:
Patient reported left side "pain", "radial folds", "small liquid quantity around left implant", "associate capsular diffuse highlight on this side", "lymph node with discreet cortical diffuse thickness on left axilla" and "related with inflammatory/ infectious process." Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.